Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with erosion over the cardiac resynchronization therapy defibrillator (crt-d) incision site. It was noted that the patient had an "open hole" which appeared over the incision site for approximately three weeks. The patient was known to participate in daily "dumpster diving" activities. Due to the high risk of pocket infection, following an antibiotic washout, the device was explanted and replaced, and an antibacterial absorbable envelope was used with the new implanted device. Nofurther patient complications have been reported as a result of this event.